Event description:
Journal reference: wolter t, kaube h, mohadjer m. High cervical epidural neurostimulation for cluster headache: case report and review of the literature. Cephalalgia. 2008;28(10):1091-1094. Cch is the most severe and distressing primary headache syndrome. In some cases medical treatment fails and operative treatment options have to be considered. Our case, a male, to our knowledge, is the first to describe scs as a treatment option for cch. It is less invasive than dbs, but more invasive than ons. It consists of an approved technique that can be easily performed and does not carry great risk. Reportable event: due to electrode failure (only two of the four electrodes of the quad electrode were still working) there had to be an electrode revision five months after the first electrode implantation. See MFR report# 2182207-2008-08180.